Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced heart rate dropped into the 30's at times. Health care professional (hcp) stated that the device is malfunctioning and wanted to get hold of a local representative to turn device off. Boston scientific technical services (ts) discussed that it would be important to let the device clinic know about heart rates being observed. Also, ts did mention physician order would be needed for programming. To date, this crt-d remains in service. No adverse patient effects were reported.